Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/05/2015. The fse found that the tubing through pinch valve pv27 was worn. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The instrument was also generating vote outs for multiple parameters when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.